Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), explanted: product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller said patient is reluctant to recharge his implant to allow MRI mode because it gave too much voltage in the back. Caller didn't have further information. Technical services(ts) told caller that charging the implant to allow MRI mode won't turn therapy on. Ts also suggested if stimulation is too high the it can be turned down, otherwise patient should go back to hcp to address stimulation issue. Additional information was received from the patient. It was reported that they met with the rep, and when they attempted to recharge the ins it would not stay in place to recharge. The medtronic rep put ink on their back where the ins was to show where the ins was but it would not stay on place. The caller thought the ins was loose in the pocket because when the pt would lay back or lean back it would get off the thing for it would not work. Caller said next week they had an appointment to get an MRI done and they need the ins working. Caller noted the pt was in a lot of pain. Pt was having so much pain their leg. The other day the pt was getting jolts yesterday for it was shocking the pt in their bottom. Caller noted when trying to charge the ins it comes across as memory problem and they had reset the controller. Caller noted the pt had fallen a few times since getting the ins. During call caller verified no damage to the controller charging port. The caller reset the controller and got memory problem; caller set up the date and time. The caller then attempted to recharge the ins and they got no device found. Caller attempted to go through passive recharge mode. The pt was able to get the ins to charge at good and then at excellent. Caller said when the pt would lean back they would lose connection. Caller will continue to recharge the ins and will contact the hcp if they needed further assistance charging the ins.